Event description:
It was reported that when the surgeon was taking out a screw from the aviator plate to place the screw at a different angle; the blade from the plate broke. The surgeon replaced entire plate. The surgeon then selected another aviator plate to be used in the surgical procedure, but blade on the second plate deformed as the surgeon was installing the rescue screw. The surgeon replaced entire plate as well. The surgeon was able to complete the surgical procedure by correctly mounting a third aviator plate to the desired position. No adverse consequences were reported to the patient.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: the customer reported event of the spring locking bar fracture of an aviator assy two level plate was confirmed via visual inspection on the returned device. The surgical technique states "to disengage, rock the drill guide slightly while lifting the instrument from the plate. Forcing the drill guide straight into or out of the screw hole should be avoided." An attempt to recreate the spring deformation was completed in a similar investigation by rocking the drill guide to its limit, which caused deformation of the spring bar. Conclusion: it is unknown if the surgeon over articulated the drill guide. No specific cause could be determined as the causes are believed to be multifactorial.

Event description:
It was reported that when the surgeon was taking out a screw from the aviator plate to place the screw at a different angle; the blade from the plate broke. The surgeon replaced entire plate. The surgeon then selected another aviator plate to be used in the surgical procedure, but blade on the second plate deformed as the surgeon was installing the rescue screw. The surgeon replaced entire plate as well. The surgeon was able to complete the surgical procedure by correctly mounting a third aviator plate to the desired position. No adverse consequences were reported to the patient.